Manufacturer narrative:
(B)(4) for the investigation findings: flare detached. Investigation results: visual evaluation of the complaint device found that the flare had detached, and the key tube was found outside of the dongle assembly. No kinks were found along the working length. A functional analysis could not be performed as the flare detached. The complaint was confirmed as the snare loop could not be extended due to the flare detachment. However, a probable root cause of the defects identified could not be determined. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during a polypectomy procedure in the colon on (B)(6) 2012. According to the complainant, the device was tested outside the patient and extended properly. However, the snare loop would not extend from the sheath once inside the patient. The device was removed from the patient and tested again, but still would not extend. No visible damage to the device was observed. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. Product analysis revealed the flare to be detached from the handle; therefore this is now a MDR reportable event.